Event description:
The customer stated that he was hospitalized for low blood glucose. No blood glucose reading was reported. Nothing further was reported.

Manufacturer narrative:
Additional info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.